Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although no samples were returned, photos were provided. The photos were visually inspected per specification, and it was noted that the presence of blood was not definitively apparent on the caresite. Therefore, the exact root cause could not be determined at this time. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). At this time it is unknown if the device involved be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the male end of the set broke off in the caresite, causing blood to leak out of the extension set. Report number 9614279-2019-00204 was filed for the outlook IV set 15drop w/2 caresite, item number 354212. No injury reported.